Event description:
It was reported by svc report that the fowler was stuck in the upright position and the footend jack lift was extremely slow to lower. No pt involvement or adverse consequences are reported.